Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I'm having jaw pain on my upper right side. Clinical provided the patient with information on the temporomandibular joint, along with household tips and tricks to manage the issue. The patient was also asked to provide a video for further evaluation but had difficulty uploading it. The patient did not indicate whether the tips were helpful. No further information was provided regarding the reported issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.